Event description:
It was reported the physician experienced difficulty placing two trial leads (from the same lot) due to patient's anatomy. The physician removed the leads and the procedure was abandoned.